Event description:
Centurion disimpactor device was used for impacted stool, the device led to a rectal perforation which led to gi hemorrhage and ultimately the patient's death. Large bowel: axial image 161/2 demonstrates a 15 mm high density ovoid focus at approximately the 1:30 position within the rectal wall. Density is identical to that within arterial lumina. FDA safety report ID # (B)(4).